Manufacturer narrative:
As reported, two consecutive 2.0 x 100 saber.014 percutaneous transluminal angioplasty (pta) balloon catheter ruptured below rbp during inflation. The lesion was noted to have severe calcification and the vessel had moderate tortuosity. The devices were removed intact from the patient. The case was completed with a non-cordis device. There was no reported injury to the patient. The devices were stored according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon covers, stylets, or any of the sterile packaging components. There were no kinks or damages noted prior to inserting either device into the patient. The balloons were prepped per the IFU and were able to maintain negative pressure during prep. There was no resistance/friction while inserting through the rotating hemostatic valve. There was no difficulty advancing the devices through the vessel or while crossing the lesion. The catheters were never in an acute bend and were never kinked during use. The saline/contrast ratio was noted to be 50/50. The product was not returned for analysis. A product history record (phr) review of lot 2304174395 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact causes could not be determined. Vessel characteristics of severe calcification with moderate tortuosity likely contributed to the reported event as calcification is known to damage balloon material. The balloon material may have encountered calcified spicules during delivery or upon balloon expansion. However, without the return of the devices for analysis, it is difficult to draw a clinical conclusion between the devices and the events reported. According to the instructions for use, which are not intended to mitigate risk, ¿carefully inspect the catheter prior to use to verify that the catheter has not been damaged and that its size, shape and condition are suitable for the procedure for which it is to be used. Flush or rinse all products entering the vascular system with sterile isotonic saline or a similar solution via the guide-wire access port prior to use. Never attempt to move the guide wire when the balloon is inflated. Do not advance the catheter against significant resistance. The cause of resistance should be determined via fluoroscopy. Inflation in excess of the rated burst pressure may cause the balloon to rupture. Use the recommended balloon inflation medium (25% contrast medium/75% sterile saline solution). It has been shown that a 25/75% contrast / saline ratio has yielded faster balloon inflation / deflation times. Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/ introducer sheath as a single unit. Do not continue to use the balloon catheter if the shaft has been bent or kinked.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, two consecutive 2.0 x 100 saber .014 pta catheters ruptured below rbp during inflation. The devices were removed intact from the patient. The case was completed with a non-cordis device. There was no reported injury to the patient. The devices were stored according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon covers, stylets, or any of the sterile packaging components. There were no kinks or damages noted prior to inserting either device into the patient. The balloons were prepped per the IFU. The balloons were able to maintain negative pressure during prep. There was no resistance/friction while inserting through the rotating hemostatic valve. The lesion was noted to have severe calcification. The vessel had moderate tortuosity. The devices were not being used to treat a chronic total occlusion (cto). There was no difficulty advancing the devices through the vessel. There was no difficulty noted while crossing the lesion. The catheters were never in an acute bend and were never kinked during use. The saline/contrast ratio was noted to be 50/50. The devices will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 2304174395 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two consecutive 2.0 x 100 saber .014 pta catheters ruptured below rbp during inflation. The devices were removed intact from the patient. The case was completed with a non-cordis device. There was no reported injury to the patient. The devices were stored according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon covers, stylets, or any of the sterile packaging components. There were no kinks or damages noted prior to inserting either device into the patient. The balloons were prepped per the IFU. The balloons were able to maintain negative pressure during prep. There was no resistance/friction while inserting through the rotating hemostatic valve. The lesion was noted to have severe calcification. The vessel had moderate tortuosity. The devices were not being used to treat a chronic total occlusion (cto). There was no difficulty advancing the devices through the vessel. There was no difficulty noted while crossing the lesion. The catheters were never in an acute bend and were never kinked during use. The saline/contrast ratio was noted to be 50/50. The devices will be returned for evaluation.